Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the patient had been having accidents today for the first time since implant. The patient attempted to connect the handset and communicator to the implant, but saw a message that said to call medtronic and a red banner. The patient was assisted with connecting to the implant and turning therapy back on. The patient was not sure how the therapy got turned off. The patient would maintain stimulation level and would continue to track symptoms. The patient confirmed comfortable stimulation in the bicycle seat area.

Event description:
Additional information was received from the patient. They reported that the cause of the therapy being off was not determined and when asked the likely cause they noted "don't know to all questions. Could not figure out why the error occurred." No steps taken/will be taken were noted but the patient indicated that this issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.